Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "error message" could not be confirmed. The device was received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device experienced an "error message." It is known that the device was used during knee surgery however no pt or user injury or medical intervention occurred. There was no additional information provided.